Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
The patient reported that therapy stopped working since the sunday or monday prior to this report. It was indicated that the patient programmer would not communicate with the implantable neurostimulator (ins). The patient noted that the ins needs to be replaced, but the healthcare provider is not in his insurance network. The patient was implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.